Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: envpro-16, serial/lot #: (B)(6), ubd: 27-apr-2021, UDI#: (B)(4). Analysis: the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Updated data: b5, b7, g1 h6 - annex e, annex f, annex g, method codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated the day before the valve implant procedure and the day of implant but prior to the procedure the platelet count measures were 187 and 220, respectively. The baseline hemoglobin was 14 grams per deciliter (g/dl). During the procedure difficult sedation was noted and the decision was made to intubate the patient. The patient became hemodynamically unstable with the right coronary artery occlusion. During the procedure a new atrio-ventricular block and st segment elevation were identified. Intravenous therapy medications were administered. The st elevation that occurred 20 minutes after the valve implant had required a temporary endovenous pacemaker. An electrocardiogram (ECG) showed that no myocardial infarction (mi) occurred. Additionally, on the day of the valve implant procedure diagnostic blood test showed that the results were above the upper normal limit. Epistaxis after ¿traumatic trumpet¿ use occurred. Blood loss, 1.3 liters (l) occurred mainly from the femoral access site which required transfusions on the day of implant and the day following implant. The amount transfused was not reported. The day following the valve implant procedure, thrombocytopenia with bleeding occurred. This was reported as a surgery complication. Edema of the lower limbs due to difficult intubation with a weight increase of 5.6 kilograms was noted. Face and laryngeal edema also noted. Millimetr ic overload was documented. Intravascular hypovolemia with extra-vascular hypervolemia was reported and treated with 250 cc of albumin. Hypocalcemia was noted and treated with treated with calcium;trichloride the same date. Hypoxemia noted but no treatment was reported. Two days following the valve implant the epistaxis resolved. A potential access site hematoma was noted which required 10 minutes of manual compression. Anemia also occurred with a value of 7.5 g/dl, and a transfusion was required. Three days following the valve implant procedure the plated count was reported as 71 x10e9/l. Nausea also occurred which was treated with intravenous medication. Four days following valve implant, the platelet count was reported as 71(78), and two days later 108 platelets. Intravenous diuretic given for 24 hours 4 days following the valve implant for the millimetric overload. Approximately 14 days following the valve implant procedure, pleuritic-like chest pain developed. An x-ray, computed tomography (CT) scan and echocardiogram noted no significant findings. However, pericarditis was reported although reported unrelated to the valve and valve implant procedure. Treatment not reported. Further an outside hospital x-ray and lung angio-scan revealed mild atelectasis and a mild right pleural effusion associated with volume loss. Treatment was not reported. Per the physician, the anemia was not clinical significant but had been considered resolved this date with a value of 11.5 g/dl. Approximately one month and one week following the valve implant procedure wound dehiscence with dry necrosis plaque at the level of the right inferior limb was observed. This was cleaned with a solution, and wound ointment along with an antimicrobial foam applied. There were no signs of infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 annex e and method codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received which indicated that the delivery catheter system (dcs) was accessed via the right femoral artery. There were no details as to why sedation was difficult or the sedation. However, intubation required due to the depth of sedation. As reported, this was not a patient related condition. There was no difficulty advancing the dcs. As noted, calcified anatomy contributed to the access site hematoma. The atrio-ventricular block was complete atrio-ventricular block. The hemodynamic instability that occurred was low blood pressure that required high dosing of vasopressors. As clarified, cardio-pulmonary bypass (cpb) was used, extracorporeal membrane oxygenation (ECMO) was not. Nasal bleeding occurred due to the difficulty of inserting a non-medtronic nasal trumpet. Two days following the valve implant, one unit of packed red blood cells were transfused. A total of 5 units were transfused, 4 intra-operatively and 1 in the intensive care unit (ICU). The hypovolemia was related to the bleeding. The millimetric overload, hypocalcemia, and hypervolemia were due to the blood transfusions. As now reported, hypercalcemia did not occur. The hypoxemia was not caused by a medtronic product, rather a patient related condition treated with oxygen. The pericarditis was secondary to the coronary artery bypass graft (CABG) procedure. A medtronic product did not contribute to the atelectasis nor the pleural effusion. Additional information was received which indicated that the patient presented to the emergency department for the previously reported pleuritic-like chest pain. This pain was now reported as retrosternal pain. A computed tomography angiography (cta) of the lungs, a transthoracic echocardiogram (tte) and chest x-ray were negative for pulmonary embolism, mediastinitis, or pericardial effusion. An electrocardiogram (ECG) was normal. Of note, approximately one month prior to the valve procedure, a nuclear perfusion sestimibi (mibi) study was performed with normal results; no ischemia. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID envpro-16 product lot/serial number (B)(6); product type: loading system; implant date n/a; explant date n/a product ID nasal trumpet; product lot/serial number unknown; product type: nasal trumpet; implant date n/a; explant date n/a conclusion: a device history record (DHR) review is not required for the valve or delivery catheter system (dcs) as the information did not indicate a potential manufacturing issue with either product. Hypotension is a known potential adverse effect per the device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. Hemodynamic instability can be the result of effects such as low cardiac output and hypotension, which are known potential adverse events per the device IFU. Reportedly, the hypotension and hemodynamic instability were a result of the coronary occlusion. However, this could not be confirmed with the information available. The reported complete heart block (chb) is a type of conduction disturbance. Conduction disturbances are known potential adverse effects per the device IFU. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. A conclusive root cause of the chb could not be determined from the information available. A medical safety assessment was performed of the event and assessed the reported coronary occlusion, hemodynamic instability, and heart block/electrocardiogram (ECG) changes. Based on the information provided, the primary event of a right coronary occlusion could have been related to the transcatheter aortic valve causing sequestration of the sinus of valsalva with subsequent right coronary occlusion. It was likely the occlusion caused the temporary heart block/ECG changes. The following events were assessed as related to the transcatheter aortic valve or coronary artery bypass graft procedure; weight gain, anemia, hypoxia, hypovolemia, hypervolemia, nausea, hematoma, hypocalcemia, edema, atelectasis, wound dehiscence, necrosis, peri carditis, epistaxis, pleural effusion. These reported adverse events are known and captured in the IFU. Vascular access related complications, such as bleeding, hematoma and perforation, are known potential adverse patient effects per the evolut system IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the information available, an assignable root cause of the vascular complication could not be determined and the relationship to the dcs could not be established. There was no information to suggest a dcs malfunction or a failure to meet manufacturing specifications were related to these events. This event did not indicate a valve misuse or malfunction. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Updated data: d10, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received which indicated that the pericarditis was resolved approximately 3 months following onset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that at the time of the femoral bleeding event the diagnostic measurement of hemoglobin was 94 grams per liter (g/l).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve (B)(6), a right coronary artery occlusion was noted due to sequestration of the sinus of valsalva. The procedure was converted to open surgery; cardio-pulmonary bypass (cpb) and extracorporeal membrane oxygenation (ECMO) were initiated and a coronary artery bypass graft was performed. A new atrio-ventricular block and st segment elevation were identified. Intravenous therapy medications were administered. A transthoracic echocardiogram was performed and showed right ventricular dysfunction. No additional adverse patient effects were reported. Additional information reported the patient was removed from cpb and ECMO following surgery and considered recovered the same day. No adverse patient effects were reported. Additional information reported that on the day of the valve implant procedure diagnostic blood test showed that the results were above the upper normal limit. Electrocardiogram (ECG) showed that no myocardial infarction (mi) occurred. No additional adverse patient effects were reported. Additional information was received which indicated that the day before the valve implant procedure and the day of implant but prior to the procedure the platelet count measures were 187 and 220, respectively. The baseline hemoglobin was 14 grams per deciliter (g/dl). During the procedure difficult sedation was noted and the decision was made to intubate the patient. The patient became hemodynamically unstable with the right coronary artery occlusion. Further details were not provided. Additionally, the st elevation that occurred 20 minutes after the valve implant had required a temporary endovenous pacemaker. Epistaxis after ¿traumatic trumpet¿ use occurred. Blood loss, 1.3 liters (l) occurred mainly from the femoral access site which required transfusions on the day of implant and the day following implant. The amount transfused was not reported. The day following the valve implant procedure, thrombocytopenia with bleeding occurred. This was reported as a surgery complication. Edema of the lower limbs due to difficult intubation with a weight increase of 5.6 kilograms was noted. Face and laryngeal edema also noted. Millimetric overload was documented. Intravascular hy povolemia with extra-vascular hypervolemia was reported and treated with 250 cc of albumin. Hypocalcemia was noted and treated with treated with calcium;trichloride the same date. Hypoxemia noted but no treatment was reported. Two days following the valve implant the epistaxis resolved. A potential access site hematoma was noted which required 10 minutes of manual compression. Anemia also occurred with a value of 7.5 g/dl, and a transfusion was required. Three days following the valve implant procedure the plated count was reported as 71 x10e9/l. Nausea also occurred which was treated with intravenous medication. Four days following valve implant, the platelet count was reported as 71(78), and two days later 108 platelets. Intravenous diuretic given for 24 hours 4 days following the valve implant for the millimetric overload. Approximately 14 days following the valve implant procedure, pleuritic-like chest pain developed. An x-ray, computed tomography (CT) scan and echocardiogram noted no significant findings. However, pericarditis was reported although reported unrelated to the valve and valve implant procedure. Treatment not reported. Further an outside hospital x-ray and lung angio-scan revealed mild atelectasis and a mild right pleural effusion associated with volume loss. Treatment was not reported. Per the physician, the anemia was not clinical significant but had been considered resolved this date with a value of 11.5 g/dl. Approximately one month and one week following the valve implant procedure wound dehiscence with dry necrosis plaque at the level of the right inferior limb was observed. This was cleaned with a solution, and wound ointment along with an antimicrobial foam applied. There were no signs of infection. No additional adverse patient effects were reported. Additional information was received which indicated that the delivery catheter system (dcs) was accessed via the right femoral artery. There were no details as to why sedation was difficult or the sedation. However, intubation required due to the depth of sedation. As reported, this was not a patient related condition. There was no difficulty advancing the dcs. As noted, calcified anatomy contributed to the access site hematoma. The atrio-ventricular block was complete atrio-ventricular block. The hemodynamic instability that occurred was low blood pressure that required high dosing of vasopressors. As clarified, cardio-pulmonary bypass (cpb) was used, extracorporeal membrane oxygenation (ECMO) was not. Nasal bleeding occurred due to the difficulty of inserting a non-medtronic nasal trumpet. Two days following the valve implant, one unit of packed red blood cells were transfused. A total of 5 units were transfused, 4 intra-operatively and 1 in the intensive care unit (ICU). The hypovolemia was related to the bleeding. The millimetric overload, hypocalcemia, and hypervolemia were due to the blood transfusions. As now reported, hypercalcemia did not occur. The hypoxemia was not caused by a medtronic product, rather a patient related condition treated with oxygen. The pericarditis was secondary to the coronary artery bypass graft (CABG) procedure. A medtronic product did not contribute to the atelectasis nor the pleural effusion. Additional information was received which indicated that the patient presented to the emergency department for the previously reported ted pleuritic-like chest pain. This pain was now reported as retrosternal pain. A computed tomography angiography (cta) of the lungs, a transthoracic echocardiogram (tte) and chest x-ray were negative for pulmonary embolism, mediastinitis, or pericardial effusion. An electrocardiogram (ECG) was normal. Of note, approximately one month prior to the valve procedure, a nuclear perfusion sestimibi (mibi) study was performed with normal results; no ischemia. No additional adverse patient effects were reported. Additional information was received which indicated that the bleeding as result of the non-medtronic nasal trumpet required packing and was resolved 2 days following onset. Additional information was received which indicated that the pericarditis was resolved approximately 3 months following onset. Additional information received indicated that at the time of the femoral bleeding event the diagnostic measurement of hemoglobin was 94 grams per liter (g/l). Additional information indicated that a diagnostic aortography was performed on the day of the occlusion.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a right coronary artery occlusion was noted due to sequestration of the sinus of valsalva. The procedure was converted to open surgery; cardio-pulmonary bypass (cpb) and extracorporeal membrane oxygenation (ECMO) were initiated and a coronary artery bypass graft was performed. A transthoracic echocardiogram was performed and showed right ventricular dysfunction. It was reported the patient was removed from cpb and ECMO following surgery and was considered recovered the same day. No additional adverse patient effects were reported.